Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent, three (3) suprarenal extension and a limb stent graft. On (B)(6) 2017, endologix was made aware of a type 3a endoleak. The physician elected to implant an ovation main body stent and an ovation aortic extensions to resolve this leak. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of a secondary endovascular procedure and to refute the reported event of a type 3a endoleak of the main body (bifurcated stent graft) rather is was a non- specific type 3 endoleak. The most likely cause of the loss of seal is the extra manipulation during a secondary repair procedure that occurred on (B)(6) 2016 (previously reported event) and revision of an existing stent (cautionary product use). The patient was discharged home in stable condition on the second post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent, three (3) suprarenal extension and a limb stent graft. On (B)(6) 2016, the patient was noted to have a type 1a endoleak. A secondary procedure was performed and additional stents were implanted to resolve this event. On (B)(6) 2017, endologix was made aware of a type 3a endoleak. The physician elected to implant an ovation main body stent and an ovation aortic extensions to resolve this leak. There have been no additional patient sequelae reported.